Event description:
A ventilator was returned to a third party service center. There was no allegation of pt harm or injury by the customer. During the eval of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.